Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. Review of provided undated patient x-rays confirms the reported periprosthetic fracture. A search of the complaints databases finds other reports against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a periprosthetic femoral fracture. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the liner was found to have minimal wear.